Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to bg level of 400 mg/dl at the highest with large ketones resulting in diabetic ketoacidosis. Reportedly, the cause of the bg level was unknown. While hospitalized, the customer received intravenous fluids and insulin, and blood work was conducted in order to address the bg and ketone level. Reportedly, the customer completed a supply change and resumed pump therapy with no further issues. The customer was released from the hospital on (B)(6) with the issue resolved and no permanent damage sustained.